Manufacturer narrative:
Owner's manual includes instructions for proper table setup and says "warning failure to install the t-pin properly may result in harm to the patient, healthcare workers or device."

Event description:
The user facility reported that the table fell during patient positioning and that the connecting pin seemed not to be working properly. The pin was returned to the manufacturer for evaluation and no problems were found. The pin was intact and undamaged; the lock lever spring functioned as designed with no issues; in use, the lock lever engaged correctly so the pin could not be accidentally pulled out. It seems most likely that the incident occurred because the pin was not installed properly or was erroneously pulled out.